Event description:
It was reported that there were "invalid data observations" on the carelink report. The product remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The incorrect suspect medical device was inadvertently reported for this complaint under manufacturing report number 2183613000-2011-00376-1 and as a result this report is being redacted. The correct suspect medical device for this reportable complaint will be reported under a different manufacturing report number accordingly.